Event description:
A caller reported experiencing a continuous glucose monitor error. There was no adverse impact to the customer¿s blood glucose level. The customer was guided by technical support to perform a pump reset, which successfully resolved the error, enabling them to start their sensor session without further issues.